Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a nurse came for a low blood glucose episode and gave correction to bring the blood glucose up. The customer reported that they were still responsive when blood glucose was 35 mg/dl. The customer mentioned that they received a replaced battery now alarm and a power loss alarm. The insulin pump will not be returned for analysis.